Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, episodes of non-sustained ventricular oversensing were observed suspected to be due to far field p-wave oversensing. Programming changes were made. Patient was doing well.